Event description:
The physician used acumed's bone graft system to harvest bone from the patient's proximal tibia as part of ankle arthrodesis case and used 3cc callos inject to backfill the harvest site. Pt subsequently developed an infection at bone graft site. Infection spread up to knee and down to ankle. Physician suspected (but not sure) that callos may have caused the infection.

Manufacturer narrative:
Per field report, the pt did experience a serious injury associated with acumed bone graft system, callos bone void filler and acumed acutrack screw system for ankle arthrodesis. The underlying relation of the infection to callos inject is difficult to isolate since the field report denotes that the graft site was located at the "proximal tibia", yet infection was noted at the proximal tibia and at the ankle sites. Also, noted was those ankle arthrodesis cases where ankle was treated for some unk underlying cause where the surgeon decided to eliminate the joint mobility by inserting screw into the ankle joint.